Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid ¿40 or 50 mg¿ and the dose was unknown via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain and chronic/intract pain (trunk/limbs). The patient¿s pump went empty in (B)(6) 2014 (specific date not provided), was filled and then shortly after that she was told that the drug was ¿leaking out from the machine.¿ the healthcare provider (hcp) did not do a dye study to confirm this, but an x-ray was done of the pump catheter connection. The hcp determined this because her dose was so high and the reporter did not have specifics on the dose. The cause of the event, interventions taken to resolve the issues, and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.